Manufacturer narrative:
(B)(4)

Event description:
The customer complained of questionable results for qc material and patient samples when tested for b-crosslaps/serum (b-ctx in serum). Of the data provided for six patient samples, only the results for one sample were discrepant. The customer stated that they saw a 5% shift in qc when they changed calibrator lots. The initial result was 703 pg/ml. The sample was repeated the following day and the result was 500 pg/ml. The erroneous result was reported outside of the laboratory. A corrected report was sent with the repeat result. The b-crosslaps reagent lot number was 18592603 with an expiration date of 10/31/2016. There was no adverse event reported. The field service representative ran performance testing.